Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation requiring treatment with medication (exact treatment not reported). On (B)(6) 2016 the event was resolved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2016: pre-bronchodilator fev1: 2.54 fev1 % predicted: 89.00 fvc: 3.02 fvc % predicted: 92.00; post-bronchodilator fev1: 2.64 fev1 % predicted: 93.00 fvc: 3.15 fvc % predicted: 96.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation requiring treatment with medication (exact treatment not reported). On (B)(6) 2016 the event was resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.54. Fev1 % predicted: 89.00. Fvc: 3.02. Fvc % predicted: 92.00. Post-bronchodilator: fev1: 2.64. Fev1 % predicted: 93.00. Fvc: 3.15. Fvc % predicted: 96.00. Additional information received on july 11, 2017: the site has reported that the patient was treated with methylprednisolone, albuterol/salbutamol, and ipratropium bromide.

Manufacturer narrative:
Additional information: lot number, batch manufactured date, batch expiration date reported.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient was hospitalized for asthma exacerbation requiring treatment with medication (exact treatment not reported). On (B)(6) 2016 the event was resolved and the patient was discharged from the hospital. Baseline spirometry values, visit date: (B)(6) 2016. (B)(6). Additional information received on july 11, 2017. The site has reported that the patient was treated with methylprednisolone, albuterol/salbutamol, and ipratropium bromide. Additional information received on september 28, 2017. Chest x-ray was performed showing no acute medical pathology. Xolair was also administered.